Event description:
An endurant iis stent graft stent system was implanted during the endovascular treatment of a ruptured abdominal aortic aneurysm it was reported that the index procedure was an emergency case performed with no CT evaluation. The physician performed the procedure with no issues and final angiography did not show any endoleak. The patient returned for follow-up twenty days after the index procedure and an infolding of the bifurcate stent graft was discovered. No endoleak, decrease in blood flow or occlusion was confirmed on CT. Per the physician the cause of the event is undetermined. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.